Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that while a pocket was created, the lead was cut without recognizing it. The lead was reinserted and the issue was resolved. The consumer¿s underlying disease was noted as idiopathic fecal incontinence.